Event description:
Dissecting balloon deployed in standard fashion. Visualization during insufflation showed bilateral edges still rolled up, about 20-25 pumps in, they did not appear to be unfolding. Decent midline dissection achieved. Gentle pressure applied laterally, no change in balloon unrolling. Decided to just use what we had. While waiting standard two minutes for tamponade, heard a loud burst and immediately deflation of balloon. Removed balloon-noted to be split/burst at the seam/midline. Edges still rolled up. No evidence of missing plastic. Preperitoneal space insufflated-no-evidence of injury-case continued uneventfully. In recovery, pt noted to be urinating frank blood. Further eval revealed a bladder injury at the anterior bladder neck.